Event description:
It was reported by resmed (B)(4) that a brand new astral device will not power on. The device was not on a patient when the fault occurred, therefore, there was no patient involvement. Reference MFR #: 3004604967-2015-00055.